Event description:
It has been reported to philips that the allura c-arm would not move. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer cancelled the service order and therefore no onsite inspection was performed. A philips engineer inspected the log file and identified that the c-arm was not in work position when apc (automatic position control) was requested. Apc is used for storing and recalling geometric stand and table positions. To recall a position, the c-arm must be in work position. The customer resolved the issue by moving the c-arm into work position. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this complaint is not reportable as there was no malfunction of the system.